Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the implantable loop recorder was not recording episodes when patient is experiencing them. In addition, manually activated episodes are not being recorded. No patient complications were reported as a result of this event.